Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly reset. The customer's blood glucose (bg) level was 264 (mg/dl). The customer was able to deliver a bolus via the pump prior to the reset. The customer stated that the elevated bg level was from consuming food prior to the reset as well as the inability to deliver insulin due to reset. It was indicated that the customer would continue to use the pump until the replacement pump was received.